Event description:
It was reported that stent dislodgement occurred. The minimal percentage stenosed target lesion was located in the moderately tortuous and severely calcified middle to distal right coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent dislodged from the balloon in the ostia of the coronary. The physician tried to crush the stent inside the guide but was unsuccessful. Subsequently, the physician removed the stent with a snare. The procedure was completed with another synergy stent. No patient complications were reported. It was further reported that resistance was felt during advancing over the wire before deployment of the stent and an interaction with a previously deployed non-boston scientific stent was encountered.

Event description:
It was reported that stent dislodgement occurred. The minimal percentage stenosed target lesion was located in the moderately tortuous and severely calcified middle to distal right coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent dislodged from the balloon in the ostia of the coronary. The physician tried to crush the stent inside the guide but was unsuccessful. Subsequently, the physician removed the stent with a snare. The procedure was completed with another synergy stent. No patient complications were reported.